Manufacturer narrative:
This report is filed on february 13, 2020.

Event description:
Device analysis of the returned device indicates a device failure.

Manufacturer narrative:
This report is submitted on december 30, 2019.

Event description:
Per the surgeon, the dev ice was explanted on (B)(6) 2019, due to the patient experiencing intermittency and non-auditory sensations with device use. The patient was reimplanted with another cochlear device during the same surgery.